Manufacturer narrative:
Occupation: clinical education consultant. Report source: foreign: (B)(6).

Event description:
Information was received that a smiths medical portex sacett suction above cuff endotracheal tube cuff leaked while in use with a patient. Subsequently, a tube change out was required. No adverse patient effects were reported.

Manufacturer narrative:
One endotracheal tube was returned for evaluation. Visual inspection of the device has found it to be in good physical condition. The returned sample was inflated using a syringe and the product was submerged under water in order to detect any leakage. A leak was noted to have occurred from a small tear in the cuff. The reported customer complaint has been confirmed. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.